Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day it was reported that the patient developed dyspnea, and knew he was experiencing dka. The egv at the onset of symptoms was not documented. It was not documented whether the patient checked a bg at the onset of symptoms. According to the report, the patient did not attempt to self treat his symptoms. A coworker transported the patient to the ed. There, the bg was 272 mg/dl while the egv was 56 mg/dl. The patient was treated with 3 bags of unspecified IV and underwent regular checks. He was discharged at 1600 when the bg was 113 mg/dl the egv at that time was not documented. The patient reportedly went home and went to see endocrinologist the next day. At the time of the report, 23 days later, the patient's condition was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.